Event description:
It was reported that balloon rupture occurred. The target lesion was located in the mildly tortuous and severely calcified anterior tibial artery. A 2.0mmx20mmx143cm coyote nc (nc quantum apex) balloon catheter was advanced for dilation. However, during the first inflation at 12 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.